Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), and h11. H11: the actual device was received for evaluation. A functional flow rate accuracy test was performed, and the results were found to be within the product specification range. A review of the event history log (ehl) could not confirm the reported issue, as the date of the reported event could not be identified and no excessive alarms or programming errors were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump "did not pull from secondary" during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.